Event description:
Pt had catheter placed on 2/14/96. Readmitted on 3/16/96 for catheter removal. 1-2 weeks post insertion pt developed a swelling in the arm and was identified as having a thrombosis. Was placed on coumadin, swelling improved, but has continuing pain in the arm.